Event description:
The disposable portion of the side stream co2 clogs within 24 hours of use. The product is costly to replace that frequently and interrupts the monitoring and trending of data. This system does not have a water trap, replaceable nafion tubing, or replaceable filters.======================manufacturer response for ge etco2 side stream tubing set======================no response at this point.